Event description:
A malfunction occurred with the customer's pump, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for resetting the pump and assisted the caller in successfully doing so, ensuring the malfunction code did not reappear. The customer was informed that they could continue using the pump and to contact support again if any further issues arose.